Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the implant procedure prior to wound closure, this right atrial (ra) lead displayed high thresholds. The physician attempted to reposition the ra lead, but the helix would not extend. The decision was made to remove this ra lead and implant a different ra lead. The procedure was completed successfully. No adverse patient effects were reported.